Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient had been implanted with the leadless implantable pulse generator (ipg) ap proximately five weeks prior to their death. The cause of death is unknown. Additional information related to the cause of death was requested and is not available.